Event description:
Facility reported a cracked header, resulting in a blood leak. Estimated blood loss 200cc. No medical intervention. The sample is available for examination. Medwatch filed on blood loss.